Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown brand of baclofen at a concentration of 80 mcg/ml with a dose of 19.21 mcg/day and dilaudid at a concentration of 20.0 mg/ml with a dose of 4.803 mg/day. It was reported during normal pump replacement, the hcp was unable to aspirate the catheter, so a catheter revision was needed. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. The patient denied any withdrawal symptoms pre-operation; no patient symptoms were reported. The issue was resolved at the time of the report. The explanted products were discarded by the customer. The new catheter had great cerebrospinal fluid flow.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.